Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. For clarification, the instrument was found to have damaged insulation surrounding the conductor wire on the distal end. The conductor wires were exposed however, no wires were worn or broken. An electrical continuity test was performed and the instrument passed. The insulation was lifted, no pieces appeared to be missing. No thermal damage was observed. This failure is commonly caused by mishandling/misuse, such collision of the instrument with a sharp object. The root cause for the damaged insulation is attributed a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 5 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was reprocessed the same day after procedure usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is reportable due to the following: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have a frayed cable. There was no report of patient involvement.